Manufacturer narrative:
The two burs subject to this investigation were not returned to the MFR for eval, they were discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a tooth extraction procedure, the head of two burs broke. It was also reported that there was no delay to surgery and no injury to the pt.